Event description:
It was reported that a malfunction indicator appeared on the customer's tandem pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to contact support again if the problem happened once more.